Event description:
Repair statement: alleged low o2 / yellow light. Key failure - the valve is defective per independent repair center statement, low o2 or yellow light. The key failure was that the pilot valve was defective.